Manufacturer narrative:
(B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during testing at service and repair, a 12nm torque limiting wrench for dual-opening uss failed in calibration. There was no patient involvement. This report is for 1 12nm torque limiting wrench for dual-opening uss. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 03.602.042, synthes lot number: 7457977-24, supplier lot number: 7457977-24, manufacturing site: synthes monument, release to warehouse date: december 17, 2013, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 12 nm torque limiting wrench for dual-opening uss (p/n: 03.602.042, lot #: 7457977-24) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that there were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 11.97 nm which was not within the specified torque range of the device of 12 nm - 13 nm. Hence, the torque test failed low. Service & repair evaluation: the customer reported the device failed calibration. The repair technician reported the device failed low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed 12 nm torque wrench dual opening uss. Complaint confirmed? Yes, the device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition was confirmed as the 12 nm torque limiting wrench for dual-opening uss (p/n: 03.602.042, lot #: 7457977-24) failed low in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.